Event description:
It was later reported by the patient's physician that the increased seizures and magnet not working were related to battery depletion. The seizures went back to pre-vns baseline levels.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was taken via ambulance to the hospital. He was having bad seizures, so the family thought that the vns battery had died. Patient had an urgent battery replacement surgery noted to be prophylactic. The explanted generator was noted to be discarded following surgery. No other relevant information has been received to date.